Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2838 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC catheter broke, and the broken end remained on the patient's body, and the broken part was retracted into the blood vessel, which could cause serious damage to the heart. No other information was provided.